Event description:
It was reported that during the inserting of a preloaded monofocal intraocular lens (iol) into the injection chamber, the tip of the injector twisted, which prevented the iol from coming out and being inserted. Additionally, there was a hole and breakage in the injection chamber. Additional information was provided that there was no patient injury. There was no medical or surgical intervention outside of standard of care. No further information has been provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted; give date: not applicable, there is no indication the lens has been explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 9/4/2025. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside the original folding carton. Visual inspection under magnification revealed that a portion of lens was in the cartridge; the cartridge was bent and damaged with a crack in the cartridge. The cartridge tip was also damaged. Ophthalmic viscosurgical device (ovd) as observed inside the cartridge. The plunger rod was inspected and was observed to be damaged. The lens module and handpiece was inspected and no issues were identified. The lens portion was removed and was observed to be torn and damaged and in pieces, with portions of the lens missing. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "damaged / broken" was not identified during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.